Manufacturer narrative:
The event of a lead revision due to lead migration was reported to abbott. One lead was repositioned, the other lead was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 3006705815-2019-03037. It was reported that the patient's leads had migrated. Migration was confirmed through x-ray. The patient may undergo surgical intervention to have their leads revised.

Manufacturer narrative:
An event of lead migration was reported to abbott. The results of the investigation are inconclusive as the product was not returned for analysis. The cause of the reported event remains unknown.

Event description:
It was reported that the patient underwent surgical intervention wherein one of the patient's lead was replaced and one was re positioned.